Event description:
We attempted to plug the bipolar cord from the gu robotic pack into the bovie and one prong would not seat appropriately nor stay in the outlet. New cord obtained and it attached with no issues. Pack info is as follows: sba21rudcd, lot#493772, exp.date: 2023-03-01, mfg.date: 2020-09-01, m# 3617001. No patient injury. FDA safety report ID # (B)(4).